Event description:
Customer reported that the v60 unit was submitted to biomedical for failure with code error message of data acquisition pcba adc failure. Customer also reported a subsequent air flow sensor calibration error. Customer reported that the device was in clinical use at the time the reported issue was discovered; however, there was no patient harm.

Manufacturer narrative:
Multiple attempts were made to obtain patient's information and event date, but unsuccessful. No response on any of the questions was received from the customer.